Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-34}; product lot/serial number (B)(6); product type: delivery catheter system (dcs); implant date na; explant date na product ID l-evolutfx-34; product lot/serial number (B)(6); product type: compression loading system (cls); implant date na; explant date na. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, accelerated idioventricular rhythm (iavr) was identified. Diagnostic tests were performed and mobitz type 1 was briefly observed while in the recovery room. The mobitz type 1 converted to normal standard rhythm (msr) with left bundle branch block (lbbb) and intermittent sinus arrest of about 1.9 seconds. Overnight, one run of non- sustained ventricular tachycardia (nsvt) or 8 beats was observed. Magnesium was 1.8 milligrams per deciliter (mg/dl) and was repleaded with 2 grams. Two days following the valve implant procedure, pr was prolonged to 250 and qrs was 134. Subsequently, a permanent pacemaker was implanted the same day. Prolonged hospitalization was required. Lbbb and iavr were noted as resolved. Per the physician, the event was related to the valve and the valve implant procedure, but not related to the delivery catheter system (dcs) nor the compression loading system (cls). No additional adverse patient effects were reported.